Event description:
It was reported that the patient presented for device upgrade on (B)(6) 2024. Upon opening the device pocket, insulation damage of the right ventricular lead was observed. There were no electrical anomalies associated. However, the decision was made to cap and replace the lead. The patient was stable.